Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leakage was observed emanating from beneath the connector. Following disassembly of the connector, a partially circumferential split was observed in the catheter tubing in the vicinity of the connector cannula. Microscopic inspection of the split revealed it to have occurred at the distal end of the connector cannula. The split edges were sharply defined and exhibited coarse striations. Material discoloration and circumferentially opposite impressions were observed in the vicinity of the split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The split location and characteristics were consistent with damage caused by contact between the catheter and the connector cannula. The impressions and tensile weakness suggested that damage occurred by forcefully pulling the catheter over the end of the cannula during catheter/connector assembly. The product IFU states ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was found near the 44 cm marker of the catheter during blood sampling. The damaged part of the catheter was cut, and a new catheter connector was connected for repairing catheter. There was no patient injury reported.